Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt experienced a short "red heart" alarm during the morning and then the alarm condition resolved itself. The pt stated that he did not feel well for a few minutes and so he came into the emergency room at that time. On the next day, the physician contacted the MFR reporting that the pt experienced a red heart, low flow, and pump stoppage event. The pt has done reasonably well until now. The log file was evaluated and it was noticed that there had been a "pump stoppage" event so a decision was made to exchange the system controller. It was reported that while the pt was sitting at the side of his bed, he experienced another short "red heart" alarm, which resolved on its own. The pt stated that when he looked at his system controller, there was no display of a "red heart light", but only the alarm sounded. When locking at the event history, it appeared that the pump stopped for just a second at the exact time that the pt stated he had the alarm. The pump sounded smooth to auscultation. The log file was submitted for review and it confirmed the reported pump stoppages and alarms. The events occurred while the pt was connected to the pt cable. No alarms occurred while the pt was on battery support. There were also high power readings when the alarms occurred. X-rays were submitted for review which showed a suspect spot near the end of the bend relief at the distal end connector of the percutaneous lead. The physician stated that he could not reproduce the alarms when he manipulated the external portion of the percutaneous lead. The physician had the pt sit on the edge of the bed and the pump did alarm and stop with a positional change. The physician was able to reproduce the alarms twice while the pt was connected to a power module and could not reproduce the alarms when the pt was connected to batteries, suggestive of an internal short-to-shield. Modified power module pt cables (ungrounded) were requested by the physician. No further info is available at this time. It was reported that the pt was not a candidate for a pump exchange. The pt is on hemodialysis several times a week and is not listed for transplant.

Manufacturer narrative:
The reported red heart alarms and pump stop events was confirmed based on the evaluation of the submitted system controller data log file; however, a specific cause for the events could not be determined without a full evaluation of the pump. The patient remains ongoing on vad support using an ungrounded patient cable with no further reported issues. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.